Event description:
Sales rep reported that this crochet hook broke at the tip. The surgeon was unable to retrieve the broken tip but was not concerned because he believes it went into the suction. There were no x-rays taken to confirm and the hosp did not file a report. Further info received on 9-7-06 confirms that a competitor's device was used to successfully complete the procedure. To date, the pt has not complained of pain. No other info is available for this incident.

Manufacturer narrative:
No product has been returned for evaluation, therefore, no determination could be made for the reported device failure.